Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) isolated the failure to the executive processor board. To address the issue the stm replaced the executive processor board which corrected the date/time failure. The stm then completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the time/date was not keeping correct data and would not save the updated date/time. There was no patient involvement, thus no adverse event was reported.